Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report originally submitted with cfn#: (B)(4); the correct cfn#: is (B)(4).

Event description:
It was reported to philips that the device won't recognize the therapy cable or test load. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca and therapy port needed to be replaced. The processor pca was returned to the failure analysis lab for evaluation. The component was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the processor pca was found to be fully functional and the reported issue could not be verified or duplicated. The component was subsequently scheduled to be scrapped. Upon conclusion of the initial evaluation, it was reported that both the processor pca and therapy port were replaced to resolve the reported issue. However, a follow up analysis of the returned processor pca was completed and there were no noted issues that could have caused or contributed to the original allegation. As such, it has been determined that the cause for the original failure was a faulty therapy port. The device remains the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device won't recognize the therapy cable or test load. There was no patient involvement.